Event description:
According to the reporter during the procedure, the synfix-lr spacer was inserted against a retractor and the angle put force on the inserter threads and it broke off in the trial. The spacer was removed with a curette by prying it out from posterior. The case was completed. This file is on the synfix-lr trial implant (03.802.016) and this is 2 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history records were reviewed and no complaint related issues were found. Visual examination found that the implant had slight nicks or discoloration, indicative of intense use. The thread and the slot of the device were still functional as required and a holder can be attached without difficulties. No discrepancy to the specifications were found and no manufacturing related fault could be detected.